Event description:
Info received indicated the bed will not place a nurse call from either siderail.

Manufacturer narrative:
The tech isolated the issue to the power supply. He replaced the power supply board and the nurse call functioned properly.